Event description:
It was reported that during an ablation procedure to treat persistent af the intellanav stablepoint open-irrigated catheter was selected for use, a hole was observed in the tubing part of the catheter during the case. The troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant information from the review, a supplemental medwatch will be filled.

Manufacturer narrative:
Product analysis shows that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint, therefore, the reported complaint is confirmed.

Event description:
It was reported that during an ablation procedure to treat persistent af the intellanav stablepoint open-irrigated catheter was selected for use, a hole was observed in the tubing part of the catheter during the case. The troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device has been returned.